Event description:
Boston scientific crm received information that during a recent device change out procedure the physician experienced trouble getting the chronic ventricular lead into the new device header. A tug test was performed where the lead felt secure, and the pocket was closed. Testing revealed that the chronic lead was not sensing and the impedance measurements were greater than 2500 ohms. The physician re opened the pocket and found that he did not have the lead inserted fully into the new device header, once this was rectified, all measurements were within normal range. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available, this event will be updated as necessary.